Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k021819.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultrasmart meter was giving inaccurately high readings. The technical service representative (tsr) contacted the patient to obtain additional information; however was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On an unspecified date, the patient claimed she obtained inaccurately high blood glucose readings using the reported meter. Based on the elevated meter readings, the patient took an increased dose of insulin. Afterwards, the patient experienced "a hypoglycemic episode"; no specific symptoms were provided. The patient did not seek any medical attention or treatment. During the troubleshooting telephone call, the patient obtained the blood glucose reading of 21.9 mmol/l; she was experiencing no symptoms of high or low blood glucose levels at that time. It would have been helpful to determine the allegedly inaccurate readings, the dose of insulin taken, if the patient takes insulin on a sliding scale, the patient's insulin regimen, her specific symptoms, the date and time of these readings, the date and time of the onset of symptoms, and if the patient administered any self-treatment to alleviate her symptoms. Troubleshooting revealed the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating and the meter was set to the correct unit of measure. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms of hypoglycemia after taking an increased dose of insulin based on elevated meter readings. Therefore this complaint is being reported.